Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a 26-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, anxiety, depression, cholecystectomy and cesarean section. Concurrent conditions included libido decreased. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant) and abdominal pain ("cramping"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding ("heavy menstrual periods"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with buspirone hydrochloride (buspar), dicycloverine hydrochloride (bentyl) and medroxyprogesterone acetate (depo provera). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, heavy menstrual bleeding, pelvic pain, alopecia and abdominal pain had not resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, autoimmune disorder, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: tubal opening visualized: bilateral number of coils inside cavity: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: her fallopian tubes appeared occluded bilaterally. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Reporter information, date of birth, race information, other relevant history, lot number, treatment drugs and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a 26-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, anxiety, depression, cholecystectomy and cesarean section. Concurrent conditions included libido decreased. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant) and abdominal pain ("cramping"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding ("heavy menstrual periods"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with buspirone hydrochloride (buspar), dicycloverine hydrochloride (bentyl) and medroxyprogesterone acetate (depo provera). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, heavy menstrual bleeding, pelvic pain, alopecia and abdominal pain had not resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, autoimmune disorder, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: tubal opening visualized: bilateral number of coils inside cavity: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: her fallopian tubes appeared occluded bilaterally. Batch no c03091, production date 2013-12-04, expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramping"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavy menstrual periods"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with medroxyprogesterone acetate (depo provera). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, menorrhagia, pelvic pain, alopecia and abdominal pain had not resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, hypersensitivity, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: her fallopian tubes appeared occluded bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramping"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("heavy menstrual periods"), pelvic pain ("pelvic pain"), alopecia ("hair loss"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity"). The patient was treated with medroxyprogesterone acetate (depo provera). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, menorrhagia, pelvic pain, alopecia and abdominal pain had not resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, hypersensitivity, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: results: her fallopian tubes appeared occluded bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: auto-immune and hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.